Event description:
It was reported that the patient underwent a spinal surgical procedure. Approximately 1 year post-op the patient reported having pain. It was found that a set screw cap was left in the patient during the original procedure. The patient claims that the cap is near his bowels.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.